Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft, a infrarenal stent graft and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately, five (5) years post initial procedure, the patient presented with sac growth due to a type 1b endoleak of the right common iliac artery and a small type 1a endoleak. Re-intervention was completed on (B)(6) 2020. The physician relined with an afx2 bifurcated stent, afx suprarenal devices, and an ovation ix extender (off-label secondary procedure). The patient was reported as doing well. Now approximately six (6) years post initial procedure a routine follow-up, computed tomography (CT) revealed an enlarging sac with no identifiable leak. Patient is being monitored and doing good.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the medical records CT (computed tomography) scan report dated 09/02/2020, the sac growth (1.1cm) is likely due to a type ii endoleak (non - device related failure) from lumbar artery. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy related. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label, products outside the IFU (ovation limb with afx2 mb). The final patient status was reported as being stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. As a type 2 endoleak is not related to the endologix device, a complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device. Device iteration is afx2

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately five (5) years post initial procedure, the patient presented with sac growth due to a type 1b endoleak of the right common iliac artery and a small type 1a endoleak. Re-intervention was completed on (B)(6) 2020 . The physician relined with an afx2 bifurcated stent, afx suprarenal device, and an ovation ix extender (off-label secondary procedure) reported under (MDR # 2031527-2019-00611). The patient was reported as doing well. Now approximately six (6) years post initial procedure at routine follow-up, computed tomography (CT) revealed an enlarging sac with no identifiable leak. Patient is being monitored and doing good. Additional information: according to the medical records CT scan report dated (B)(6) 2020, the sac growth is likely due to a type ii endoleak from lumbar artery. A complaint is not warranted since there is no alleged deficiency related to identity, quality, durability, reliability, safety, effectiveness, or performance of the device.